Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Also there was oversensing due to non-physiologic signals/sic (sensing integrity counter) and analysis of the device memory indicated the right ventricular lead integrity alert. T-wave oversensing identified in vt-ns episodes triggered the lead integrity alert (lia). Concomitant medical products: 4076-45 lead, implanted: (B)(6)2012.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with sensing integrity counter (sic), non-sustained ventricular tachycardia (ns-vt) and t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.